Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned for visual examination. Photos provided show the inflamed gray tissue from metal debris and the metallosis on the trunnion. The surgeon mentioned that the inflammation of the tissue could have caused the pain patient was having. A review of the device history records has not been performed because the item number is not known. This device is intended for treatment. No surgical records available due to protection laws. No further investigation required as this issue is known and addressed in CAPA (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - metasulâ® ldhâ®, head, 56, code v, taper 18/20, item# 0100181560, lot# 2402455; unknown head adapter, item# unknown, lot# unknown; unknown stem, item# unknown, lot# unknown; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent left hip revision surgery due to metallosis in unknown timeframe after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.